Event description:
The customer reported that the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). In addition, the platform's head restraint wire was reported to be broken. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not being at "home" position, either due to an unintended user error or possibly due to the sticky clutch plate. The reported complaint that "the platform's head restraint wire was broken" was confirmed during visual inspection. Both head restraint wires were observed cut, but they did not render the autopulse platform non-functional. The probable root cause of this reported physical damage is due to user mishandling. The top cover was replaced to remedy the issue. Per the autopulse system user guide "inspect the autopulse platform daily for physical damage, including cracks, tears, and missing or broken pieces. Contact zoll as needed." Further visual inspection revealed that the bottom enclosure was cracked, unrelated to the reported complaint. The root cause of this noted physical damage could be attributed to user mishandling. The bottom enclosure was replaced to address the observed issue. The archive data review indicated multiple ua45 advisory messages on the customer's reported event date, confirming the reported complaint. Further review of the archive data indicated one ua12 (lifeband not present) and a couple of ua18 (max take-up revolution exceeded) on the customer's reported event date and multiple ua17 (max motor on time exceeded during active operation) around the customer's reported event date, unrelated to the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. During functional testing, ua45 advisory message was displayed upon powering up the platform, confirming the reported complaint. At zoll service depot, it was noticed that the clutch plate was sticky. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to normal use of the device. The driveshaft was rotated to "home" position and the clutch plate was deburred to resolve the sticky clutch plate. During the investigation, it was noted that the drivetrain motor brake gap was too wide, out of specification, possibly causing the intermittent occurrences of the ua17 which were observed in the archive data. The brake gab was cleaned and adjusted to remedy the fault. A load cell characterization test was performed to troubleshoot for the ua18 observed in the archive data, and both load cells functioned within the specification. During further functional testing, the belt switch assembly was evaluated as a possible root cause for the ua12 observed in the archive data files. However, the belt switch assembly was observed within the specification. None of the ua12, ua18, and u17 were replicated during subsequent inspections and functional testing. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).